Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
After passing the sutures, when typing the knots, the suture snapped out of the eyelet of the anchor. The sutures were still intact, but it seemed the eyelet had snapped. The surgeon was unable to get the anchor out.